Event description:
During a follow up call it was reported that there were discrepancies between the sensor glucose values and the blood glucose values. The insulin pump alarmed low glucose level of 45 mg/dl. When the customer checked their blood glucose, it was high than 45 mg/dl. The customer tried calibrating and received multiple calibration error alerts, followed by change sensor alert. The customer did change the sensor and everything has been working since than. The customer also stated that their past blood glucose was 175 mg/dl. At the time of the phone call the customer's blood glucose was unknown. Information was provided. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.